Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, reasonably known information suggests probable causes such as damage or deterioration of parts due to wear and tear, physical stress, dropping. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection the cysto-nephro videoscope biopsy port came off. There was no patient involvement.